Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, manufacturing instructions, quality control data and visual inspection was conducted during the investigation. The supplied plvw-5.0-18-7-denny-a peel away from the upicds-5.0-CT-nt-1110, turbo-ject standard power injectable PICC line having a product label lot number consisting of 6537980 was returned in an opened, unused but damaged condition. A visual examination of the plvw-5.0-18-7-denny-a peel -away was confirmed to exhibit damage to the sheath at the distal tip. A review of the device history record (work order) was reviewed and confirmed that no nonconformance was recorded. To date, a further search of the manufacturer's records revealed this complaint to be the only reported complaint associated to the complaint lot number (6537980). The actual root cause is considered to be inconclusive. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was scheduled to undergo placement of a turbo-ject standard power injectable PICC line for an unspecified indication. The tip of the catheter sheath was observed to be damaged upon opening the package. The device was not used. A replacement catheter was obtained to complete the intended procedure. There are no adverse patient consequences related to this event. The device was received by the manufacturer for evaluation.